Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In december 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test in jan2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Relevant lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 824842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, genital bleeding, squamous cell metaplasia, cervicitis and leiomyoma nos. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: once the introducing wire was removed I there were noted to be 4 coils visible. This procedure was repeated on the left side in a similar fashion and there was one visible coil noted. Diagnostic results: essure confirmation test in (B)(6) 2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). On (B)(6) 2017: surgical pathology report: diagnosis: uterus, cervix, and bilateral tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: ????. Endometrium???. Myometrium????. Bilateral fallopian tubes: - bilateral metal coils (gross only). Clinical history: menometrorrhagia, dysmenorrhea, pelvic pain. Specimen(s) received: uterus, cervix, bilateral fallopian tubes. Procedure: tlh, bilateral salpingectomy. Gross description: the left and right cornu each demonstrate a portion of coiled metal. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet and medical record received. Reporter information was added. Lot no. Was added. Concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 824842-not valid, 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test in (B)(6) 2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). On (B)(6) 2017: surgical pathology report: diagnosis: uterus, cervix, and bilateral tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: endometrium, myometrium, bilateral fallopian tubes: bilateral metal coils (gross only). Clinical history: menometrorrhagia, dysmenorrhea, pelvic pain specimen(s) received: uterus, cervix, bilateral fallopian tubes procedure: tlh, bilateral salpingectomy. Gross description: the left and right cornu each demonstrate a portion of coiled metal. Concurrent conditions included menses irregular, genital bleeding, squamous cell metaplasia, cervicitis and leiomyoma nos. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and headache outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: once the introducing wire was removed I there were noted to be 4 coils visible. This procedure was repeated on the left side in a similar fashion and there was one visible coil noted. Discrepancy noted in date of insertion- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received- lot number were added. New event left lower abdominal pain were added. Outcome of migraine, dysmenorrhoea, menorrhagia, vaginal haemorrhage updated to recovered / resolved. Outcome of dyspareunia updated to recovering / resolving. Height and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 824842-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, genital bleeding, squamous cell metaplasia, cervicitis and leiomyoma nos. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: once the introducing wire was removed I there were noted to be 4 coils visible. This procedure was repeated on the left side in a similar fashion and there was one visible coil noted. Diagnostic results: essure confirmation test in (B)(6) 2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). On (B)(6) 2017: surgical pathology report: diagnosis: uterus, cervix, and bilateral tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: ???? Endometrium??? Myometrium???? Bilateral fallopian tubes: - bilateral metal coils (gross only) clinical history: menometrorrhagia, dysmenorrhea, pelvic pain specimen(s) received: uterus, cervix, bilateral fallopian tubes procedure: tlh, bilateral salpingectomy. Gross description: the left and right cornu each demonstrate a portion of coiled metal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2018: update of information (batch is not valid). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 824842-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, genital bleeding, squamous cell metaplasia, cervicitis and leiomyoma nos. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: once the introducing wire was removed I there were noted to be 4 coils visible. This procedure was repeated on the left side in a similar fashion and there was one visible coil noted. Diagnostic results: essure confirmation test in (B)(6) 2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). On (B)(6) 2017: surgical pathology report: diagnosis: uterus, cervix, and bilateral tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: ???? Endometrium??? Myometrium???? Bilateral fallopian tubes: - bilateral metal coils (gross only) clinical history: menometrorrhagia, dysmenorrhea, pelvic pain specimen(s) received: uterus, cervix, bilateral fallopian tubes procedure: tlh, bilateral salpingectomy. Gross description: the left and right cornu each demonstrate a portion of coiled metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: internal correction: company causality comment was updated batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 824842-inv, 624842-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test in (B)(6) 2008. Type of test: other (please describe) - color test. Results of essure confirmation test: total bilateral occlusion (2008). On (B)(6) 2017: surgical pathology report: diagnosis: uterus, cervix, and bilateral tubes (total laparoscopic hysterectomy and bilateral salpingectomy): cervix: ???? Endometrium??? Myometrium???? Bilateral fallopian tubes: - bilateral metal coils (gross only). Clinical history: menometrorrhagia, dysmenorrhea, pelvic pain. Specimen(s) received: uterus, cervix, bilateral fallopian tubes. Procedure: tlh, bilateral salpingectomy. Gross description: the left and right cornu each demonstrate a portion of coiled metal. Concurrent conditions included menses irregular, genital bleeding, squamous cell metaplasia, cervicitis and leiomyoma nos. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and headache outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: once the introducing wire was removed I there were noted to be 4 coils visible. This procedure was repeated on the left side in a similar fashion and there was one visible coil noted. Discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Lot number 824842 is invalid. Lot number: 624842 manufacture date:2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she will have surgery to remove the essure on (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.